Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility's biomedical technician (bmt) reported a spark that was emitted from a mixer motor. This event occurred during a machine evaluation for component failures. There was no patient involvement or adverse impact related to this event. The original component failure reported referenced the front panel display going blank. During evaluation, the bmt detected a blown fuse on the gran mixer's motor. The fuse was replaced, however, when the motor was engaged for testing, a spark was emitted. No smoke was visible and no flames were observed. The biomedical technician replaced the motor relay, however, the problem remained. The biomed then chose to replace the entire front panel of the mixer which resolved the issue. A replacement mixer has been ordered by the site, however, this mixer has been returned to service without any further issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the entire front panel of the mixer was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.